Event description:
It was reported that the patient's heart rate in 90 when they wake up and doesn't go down for several hours. This has been ongoing since the implant two weeks ago. Follow-up was conducted to obtain information on the patient and whether the episodes are device related, but the attempts were unsuccessful. Records indicate the device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).